Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent an initial left hip arthroplasty approximately 25 years ago. Subsequently, patient was revised on (B)(6) 2016 due to periprosthetic fracture near the proximal stem. The stem, liner, and head were removed and replaced. The implanted head and stem are competitor products. No further information.